Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no deliver during bolus. She changed the set but alarm occurred again. Blood glucose value was high at 499 and 500 mg/dl; she treated with manual injection. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did not exit. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. She was then instructed to rewind, reinsert the reservoir and perform manual prime; insulin did exit. Customer was advised that the insulin pump is working as designed.